Event description:
Consumer reports inaccurate/inconsistent readings with their bd logic. Analysis run on clark error grid using mean avg. (69, 55) as ref. Point vs. Bd readings (103, 85) yielded data points in the d range of the grid, outside acceptable limits.